Manufacturer narrative:
(B)(4). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed a manufacturing record evaluation was performed for the finished device 30413076m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient (B)(6) year old, 61kg underwent cardiac ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. When performing left pulmonary vein isolation (lpvi), blood pressure was dropped. After they noticed a decrease in blood pressure, pericardial effusion was confirmed by body surface echo. Sustained heparin was stopped. After blood pressure stabilized so right pvi was continued. After the pvi, the physician attempted pericardiocentesis but they judged that it was not possible, and the patient was followed up at the ICU. Transseptal was performed with an unspecified device. There was no evidence of steam pop. There was no report of any error messages on biosense webster equipment during the procedure. The physician commented that the tamponade happened because the catheter insertion after transeptal was difficult and it scratched the myocardium. There was no report of the need for extended hospitalization. The physician¿s opinion is that the cause of the event was procedure. The patient¿s condition has improved.